Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported that the patient underwent a total knee arthroplasty on (B)(6) 2014. Subsequently, the patient was revised on (B)(6) 2015 due to stiffness as a result of a large amount of scar tissue. The tibial bearing was removed and replaced.